Manufacturer narrative:
(B) (4).

Event description:
It was reported that at a follow-up visit, the physician found the stimulator in a no telemetry state. The patient's previous device had lasted 18 months, and the current device was expected to last longer than 18 months. No programming was available. The patient was really unsatisfied. The patient was ok. No replacement of the device had yet been planned.